Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 3006705815-2017-07182, reference MFR. Report: 1627487-2017-07836. It was reported the patient experienced an infection at an unknown site. As a result, the patient underwent scs system explant.

Manufacturer narrative:
Explant date has been corrected.

Event description:
Device 2 of 3, reference MFR. Report: 3006705815-2017-07182. Reference MFR. Report: 1627487-2017-07836. Follow up information identified patient was hospitalized for infection. Infection has been confirmed to be at ipg and lead sites. Cultures were taken, and physician prescribed oral antibiotics.